Manufacturer narrative:
B.5., h.3., h.6.: the actual complaint product was not returned for evaluation. The photos provided from the reported lot was reviewed and the reported complaint could not be confirmed. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received which states that the current status of the consumer¿s eye was symptoms resolved.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional, stated that the consumer reported reaction to the contact lens and further experienced blurry vision in left eye after using the contact lens. Over the next few days, the discomfort aggravated to persistent pain and swelling. Despite removing the lens, symptoms were not resolved. Since the eye pain intensified, the consumer sought medical attention and was advised that no visible abnormalities were found. Later, in the following days, the symptoms worsened, so the consumer had a follow-up telehealth consultation, and swelling was observed in the left eye and prescribed with ofloxacin ophthalmic four times and day. The consumer was advised to visit the emergency room immediately with the following symptoms: swelling and pain in the left eye, redness and tearing, inability to wear contact lenses, and mild blurry vision. Upon physical examination, findings showed that there was mild left periorbital edema with erythema, pain with extraocular movement, and the snellen test showed that visual acuity was reduced by two lines in the left eye without contact and by one line in the right eye, while both eyes showed normal vision. Furthermore, there was mild leukocytosis, elevation of c-reactive protein and complete blood count was abnormal. During the emergency department examination, the consumer was administered fluorescein dye using one ophthalmic strip, which was applied to the right conjunctival sac. Additionally, proparacaine hydrochloride ophthalmic solution was instilled as a single drop in both eyes. Upon undergoing a computed tomography (CT) scan with contrast, the consumer was diagnosed with mild left periorbital soft tissue swelling, consistent with preseptal cellulitis. No signs of orbital cellulitis or retrobulbar abnormalities were observed. Additionally, the sinus findings revealed that the adjacent paranasal sinuses were clear, except for a fourteen-millimeter inferior abnormality in the right maxillary sinus. The consumer was treated with levofloxacin oral antibiotic prescribed for five days. For pain and fever management, she was also prescribed acetaminophen, to be taken as two tablets by mouth every six hours as needed, and ibuprofen, to be taken as one tablet by mouth every six hours as needed. The consumer was advised to avoid wearing contact lenses until the infection is completely resolved and to visit the emergency room immediately if symptoms worsen, such as pain, fever, chills, or vision changes. The current status of the consumer¿s eye was unknown at the time of this report. No additional information has been requested.